Manufacturer narrative:
(B)(4). Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump had alarmed multiple alarms including failed battery test. Customer stated the insulin pump showed an empty battery symbol while performing troubleshooting. Customer did not note any damage on the battery compartment or springs. Customer was advised to clean the battery compartment and insert a new battery once the compartment was dry, the insulin pump did not receive a failed battery test. Customer then stated the insulin pump had a blank display. Troubleshooting for blank display was then performed and the display returned and alarmed battery out limit. Self test was performed on the insulin pump and it passed. Customer was advised to monitor the insulin pump. Then alarmed unexpected restart and then it the display went blank again. Customer was advised the insulin pump needed to be replaced and revert to a back up plan. The insulin pump was returned for analysis.